Event description:
It was reported that patients leads had migrated and was not able to get enough pain relief. The patient underwent a lead replacement procedure and was doing well post operatively. The explanted device will not be return as it was disposed at the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7132536.